Event description:
It was reported the patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2023. During the procedure the physician attempted to reposition the leads to the correct location. The left lead was unable to be repositioned, so it was explanted. The right lead was repositioned to a location able to provide therapy. No new products were implanted. Related manufacturer reference number: 3006705815-2023-00434.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.